Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 46601 occurred at startup. The customer attempted to recover the error, but the issue was not resolved. The tse guided the customer through hard cycling the system; however, the error returned. The customer elected to use the other da vinci system to complete the procedure. The procedure was delayed more than 30 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Error 46601 appeared after the fse power cycled the system. In addition, surgeon side console (ssc) was not connected. The fse unplugged all blue fibers and cleaned with compressed air. After that, the system powered on without errors. The fse performed ten power cycles and completed a test drive without further issue. In addition, the fse removed the bottom covers of the ssc and wiggled j13 connections on the master compute engine board (mceb), and no issue was found. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.